Manufacturer narrative:
Additional suspect device: model number: sc-8216-70, artisan lead 70 cm, serial number: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure due to a hematoma in the spine. The patient had loss of function in his legs associated with the hematoma and the cause of it was unknown. All device components were explanted and discarded.